Event description:
Reportedly, "the instrument only clipped about 6cm. The rest stayed in the instrument and the clip row was open." The placed clips were removed and a pursestring suture was manually placed. The operation was therefore extended. However, the patient is okay.